Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly, minor scratched lcd window, cracked case near display window corners. Unable to perform the displacement test due to blank display.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported the insulin pump was splashed with water. Customer's blood glucose was 99 mg/dl. The customer reported fluid was present under the lcd display. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.